Event description:
It was reported the patient stated that when their implantable pulse generator (ipg) was checked previously, their implanted deep brain stimulation ipg was "reset." The status of the programmer is not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2004; 5076 x2 implantable pacing lead (B)(6) 2008; 7426 x2 implantable deep brain stimulation pulse generator, implanted (B)(6) 2004, explanted (B)(6) 2009; 7426 x2 implantable deep brain stimulation pulse generator, implanted (B)(6) 2009, explanted (B)(6) 2012; 3389 x2 implantable deep brain stimulation leads (B)(6) 2004; 7482 x2 implantable neuro lead extensions (B)(6) 2004. (B)(4).